Manufacturer narrative:
The pod has been returned however our investigation is still ongoing, when the investigation is complete, a supplemental report will be submitted with the findings. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone17.3 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 with hyperglycaemia with ketones present. The patient¿s blood glucose levels rose to 441 mg/dl while wearing the pod for longer than 48 hours, the pod was removed at this point and the patient¿s blood glucose continued to rise to 553 mg/dl by the time they got to the emergency room. It was reported that insulin was leaking from the pod. Reported symptoms include headache and dehydration. The patient was treated with an unspecified medication delivered intravenously at first, then the patient was administered an intravenous potassium chloride supplement drip and 9 units of humalog (insulin lispro). The patient was released 5.5 hours later on the same day.

Manufacturer narrative:
The pod was received fully deployed. No damages or defects to the fluid path were observed that could contribute to the reported leaking during. No leakages were observed during the fluid path test. No problem was found. An 0x9b alarm code was observed in the pod data, indicating more than 5 minutes occurred after the continuous glucose monitor deactivated without receiving the pod deactivation command. The cause of the observed 0x9b hazard alarm cannot be determined.